Event description:
It was reported that a device episode showed unexpected paced atrial ventricular delays with jumps of about one hundred milliseconds for a few intervals. The intervention rate did not seem to change. The device remains in use. No patient complications have been reported as a result of this event.